Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer stated that service was not needed, as there were no issues with the device, and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.